Event description:
The spouse woke up to the lvad alarming, and the pt was not breathing. He was transported to a local ER, and received an hour of CPR and remained asystolic. It is not known whether the lvad malfunctioned or merely alarmed in response to a non-lvad related event. If there is an autopsy, not sure where it will be performed, but the pump will likely to be sent back to the MFR. Efforts will also be made to contact the family and recover the controller so that it can be queried.